Event description:
It was reported, the pt was experiencing pain at the ipg site due to the ipg being superficial. On (B)(6) 2012, the pt¿s ipg site was revised. Revising the site resolved the pt¿s issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.